Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 30mm rigid saddle ring was successfully implanted. On (B)(6) 2022, the patient developed pneumothorax, which required long term ventilation and thoracotomia was performed. The cause of the pneumothorax was reported as unknown but the physician anticipated to be a procedural complication. It was also noted that the patient had bacterial pneumonia detected postoperatively and was on antibiotics therapy. The device is working as intended. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
An event of pneumothorax requiring long term ventilation, sepsis, bacterial pneumonia postoperative and patient death was reported. Information from field also indicated that the cause of the death was related to multi-organ failure/sepsis. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. H6 type of investigation code: code 4119 was removed.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 30mm rigid saddle ring was successfully implanted. On (B)(6) 2022, the patient developed pneumothorax, which required long term ventilation and thoracotomia was performed. The cause of the pneumothorax was reported as unknown but the physician anticipated to be a procedural complication. It was also noted that the patient had bacterial pneumonia detected postoperatively and was on antibiotics therapy. The device is working as intended. The patient was reported to be in stable condition. Subsequent to the previously filed report, additional information was received that on (B)(6) 2022, the patient was transferred another hospital, on ventilation, sepsis diagnosed, treatment with kathecholamine and dialysis. It was also reported that the patient passed away. The cause of the death was multi-organ failure / sepsis.

Manufacturer narrative:
An event of pneumothorax requiring long term ventilation was required. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.